Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that half of the site lost monitoring to the patients. The device was in use monitoring patients. No report of patient or user harm.